Event description:
The initial reporter stated they received discrepant results for one patient sample tested with a1c-3 tina-quant hemoglobin a1c gen.3 on a cobas c 503 analytical unit. No incorrect results were reported outside of the laboratory. The sample initially resulted in an hba1c value of 51.9 mmol/mol and repeated as 156 mmol/mol. The hba1c reagent lot number was 591913. The reagent expiration date was requested, but not provided.

Manufacturer narrative:
The customer noted that the current hba1c calibration was ok, but the previous calibration performed on the same day had an error. The same error occurred on the calibration for another test. The field service engineer ran a hardware performance check and this was outside of specifications. A new hba1c calibration was performed and it had an error. Some reagents in the laboratory were also found to be expired. The engineer determined the wash volume was incorrect and the cell rinse was overflowing the cuvettes. The mixer and sample probe adjustments were found to be incorrect. A hardware performance check was performed after making adjustments and this was ok. The investigation determined the service actions resolved the issue.